Event description:
Reported false negative sars results for an unspecified number of patients. It is unknown if the patients were symptomatic. The customer communicated the patient tested positive with another molecular (pcr testing) method.

Manufacturer narrative:
Investigation conclusion: retain testing yielded expected results. Unable to duplicate customer complaint. A quidel representative completed a visit and found several procedural errors. Full re-training performed which resolved issues. Root cause: could not duplicate with retains; customer procedural error. Source: phone and email.